Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve after the valve was deployed it moved ventricular. The valve was snared into the ascending aorta and an additional valve was successfully implanted. No additional adverse patient effects were reported.